Event description:
It was reported that bd smartsite 13mm vial access device had flow issues the following information was received by the initial reporter with the following verbatim vial adapter potential short shot - "1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Dosage not received by the patient.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2203e and lot # 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
Additional information received description: e-mail received from (B)(6) please disregard ae case that was filed. Verbatim: "pt reported they were going to mix 2 vial 45mg kit of winrevair and had plunger/cap issues. Pt reported when they went to connect the syringe to the vial adapter the plunger would not let any water in or out. Pt reported after multiple attempts, the sterile water leaked out of syringe. Pt tried the other sterile water and all the water came out of the syringe. Pt stated they believe it is a cap/plunger issue and even pt's husband could not push the plunger either. Pt has mixed winrevair before and never had this problem. Pt is out of sterile water now to mix their winrevair. Product was stored in fridge and set out for a few hours before administering. " agent called the consumer and confirmed that the patient did not miss any does of winrevair or administered a dose of the defected product. Consumer stated that the product is available for retrieval and does not have any photos to send to the mnsc. Leaking occurred between the vial¿s metal band/crimp & stopper? Yes. Did you feel any resistance pushing the plunger rod while injecting liquid into the vial(s) or while giving the injection? - yes in vial 2. Did moving the plunger rod feel like it needed more effort to move it than expected? Yes as much effort as she could.

Event description:
Additional information received description: e-mail received from (B)(6) please disregard ae case that was filed. Verbatim: "pt reported they were going to mix 2 vial 45mg kit of winrevair and had plunger/cap issues. Pt reported when they went to connect the syringe to the vial adapter the plunger would not let any water in or out. Pt reported after multiple attempts, the sterile water leaked out of syringe. Pt tried the other sterile water and all the water came out of the syringe. Pt stated they believe it is a cap/plunger issue and even pt's husband could not push the plunger either. Pt has mixed win revair before and never had this problem. Pt is out of sterile water now to mix their winrevair. Product was stored in fridge and set out for a few hours before administering. " agent called the consumer and confirmed that the patient did not miss any does of win revair or administered a dose of the defected product. Consumer stated that the product is available for retrieval and does not have any photos to send to the mnsc. Leaking occurred between the vial¿s metal band/crimp & stopper? Yes. Did you feel any resistance pushing the plunger rod while injecting liquid into the vial(s) or while giving the injection? - yes in vial 2. Did moving the plunger rod feel like it needed more effort to move it than expected? Yes as much effort as she could.